Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following an implant procedure, the patient woke up in recovery with severe abdominal pain and was sent to the emergency room (ER) for pain control. X-ray was taken and showed normal placement of lead. The cause of the abdominal pain was unknown and if it was device or procedure related. The patient was admitted to the hospital and was put on gabapentin. The patient also underwent a lead replacement procedure and was doing well postoperatively.